Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a right hip head, cup and liner to a multi-hole cup/mdm due to dislocation and cup loosening. Original surgery was (B)(6) 2003. This was a already a revision of a prior primary done (B)(6) 2002 by the same surgeon.